Event description:
The patient had a corpak tube replaced in the or. When the patient was in phase one of recovery, tylenol was administered down the feeding tube. It was noted that the medication leaked out of tube. Inspected the feeding tube and noted a large tear at the top. This area was close to where the feeding and medications are administered. Paged and notified the physician. The physician came to the bedside and replaced the tube with another six french corpak tube.